Manufacturer narrative:
As reported, the patient with a history of ulcerative colitis underwent implant of two phasix st mesh devices. The patient has a history of noncompliance with cleanliness, and following implant, the patient was reportedly admitted to the hospital a few time and "forced to shower" as there was poor wound-care subsequent to the patient being discharged. About 9 months post-implant, the patient experienced post-operative wound infection, fistula, and underwent repair of the fistula and partial mesh explant. Based on the available information, no conclusion can be made, however, the patient¿s history of noncompliance in combination of the open wound site, may have been a contributory factory to the postoperative conditions reported. Post-operative wound infection, and fistula formation are known inherent risks of abdominal surgery and are listed in the adverse reactions section of the instructions for use, supplied with the device, as possible complications. The warnings section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." In addition IFU states "the use of any synthetic mesh or patch in a contaminated or infected wound could lead to fistula formation and/or extrusion of the mesh and it is not recommended." An additional MDR was submitted to represent the other bard/davol phasix st. Should additional information be provided, a supplemental MDR will be submitted. Not returned - mesh explanted.

Event description:
The following was reported to bd: (B)(6) 2020 - the patient underwent implant of two (2) bard/davol phasix st mesh devices, with stoma, component separation and closure was achieved internally. A vac was placed with external closure planned at a later date. As reported the patient didn't work and remained at home, wiping the weeping wound, but not showering. The patient was known for not being cooperative and after being discharged, the patient was not showering, had poor wound-care and had a few admissions and was "forced to shower". (B)(6) 2021 - the patient was brought back to the operating theater due to having developed necrotizing fasciitis, and the patient had an open infected draining wound with exposed mesh (7cm x 4cm) that had not integrated. The exposed mesh was excised. (B)(6) 2021 - the patient underwent partial explant of the remainder of the visible non-incorporated mesh. The excised mesh was positive for enteric bacteria. (B)(6) 2021 - the patient was diagnosed with fistula and underwent repair. As reported, the patient is scheduled for fistula and full complex abdominal wall repair with bowel resection procedure.